Event description:
It was reported that the customer heard water when he shook the insulin pump. There was water under the lcd and the pump was dropped. There were no cracks in the case and the drive support cap does not appear to be damaged. Customer's blood glucose level was 145 mg/dl. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)